Manufacturer narrative:
Initial reporter provided an event date of (B)(6) 2017; however, it is later stated that the event date is approximate. The exact date is not known. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the adhesive of a cleo® 90 infusion set failed and the site became dislodged from the patient's body. Patient stated that she practices "good site prep" prior to insertion by cleaning with an alcohol swab and using prep wipes to promote adhesion. Patient stated there was no impact to her blood glucose levels. Patient was able to resolve the issue by inserting a new site and resuming insulin from the pump. No injury was reported. See MFR: 3012307300-2017-00984, 3012307300-2017-00986, 3012307300-2017-00987, 3012307300-2017-00988, and 3012307300-2017-00989.